Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the device was inflated without problem; however, the balloon did not hold pressure due to pinhole located near the proximal ro marker. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.